Event description:
A patient rpeorted experiencing inaccurate erratic results with a meter. The patient's blood glucose results were 54mg/dl, 124mg/dl. Tests were done within 10 minutes with a difference of 62mg/dl. Patient did not experience any adverse events. No further information has been reported. Note: in the reported issue notes there was another set of results documented. They are "132mg/dl and 116 mg/dl" and the difference between the two is 11%, which is within the 20% of spec's.